Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) that this device had migrated. A chest x-ray was performed and revealed that the device migrated due to the presence of an excessive mass in the patient's left pectoral region. A revision was performed. This device remains in service. No additional adverse patient effects were reported.